Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator soft key functions were not present at the bottom of the screen. The patient died. The patient death was reported in MDR 1218950-2015-05325.

Manufacturer narrative:
.